Event description:
Reporter noted chamber collapse at end of phaco. Follow-up information indicated posterior capsule tear occurred and anterior vitrectomy performed. Patient reportedly recovering well.